Event description:
It was reported that the 05.000.008 reverse speed does not work. The issue was observed during weekly audit . There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary service and repair evaluation: the customer reported that the 05.000.008 reverse speed does not work. The repair technician reported that rust was present on motor, housing and other part of the device. Debris was visible on motor, housing and protector/shield. Also, motor was running slow. The cause of the issue is user error. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: part # 05.000.008. Synthes lot # 008653. Supplier lot # (B)(6). Release to warehouse date: 27 jun 2024. Expiration date; na. Supplier: (B)(4). No ncr's generated during production.